Event description:
Patient reported their right side second tooth did not come into alignment, they have a malocclusion and their left side molars hitting first when they bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.